Event description:
It was reported that, during a tka surgery, when the handpiece was raised to the bone surface to bur, a faulty cable would cause the hand piece to not work: the cord was splitting. They had to continuously switch out hand pieces until they could get to the burring. Surgery was not delayed. The patient was not harmed. The results of investigation have pointed out that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
The device, used in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The cord was not splitting on this handpiece. The handpiece resistance was measured between the motor phases (a, b, and c) and the shield cable. The resistance was an open loop, as expected, even when the handpiece was flexed at the connection point to the handpiece body in all directions. This indicated that there was no wiring damage. The handpiece also had a broken snap lock nut and this would have caused an error when the user started burring because the handpiece would not be able to properly move the drill for burring. The broken snap lock nut was likely the reason that the handpiece did not function as expected during the case. The malfunction is likely due to mechanical component failure.